Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, cartridge brings out flocs on the rear surface of the crystal after the implantation of iol. Flocs can be sucked out. No impact on the patient. No other information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. A photo was provided of a multifocal single-piece lens in the eye. A red arrow is indicating the area of interest. A linear mark/material is observed which starts at the optic/haptic junction and extends across the optic. No determination as to the nature origin of the mark/material can be made from the provided photo. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. No determination as to the nature origin of the mark/material can be made from the provided photo. It is unknown if qualified associated products were used. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).